Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--"3000269566" corrected to "3000269586". E1--"other healthcare professional" corrected to "non-healthcare professional". The device was returned to the factory for evaluation on 03/09/2023. An investigation was conducted on 03/16/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger was fully depressed on the delivery device with the blue safety lock off which allows for the white plunger to be depressed. The seal and tension spring assembly was returned outside the delivery device in a fully opened deployed state. There were no visual defects observed on the seal, no cracks or delamination was observed. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000269566 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 765453 the hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal of the heartstring did not expand properly when positioned inside the aorta. A replacement device was used to complete the procedure. No injury to patient